Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient had a complication after getting a new pump implanted 3 weeks ago. The patient reported they had gotten a spinal leak and an infection. They were currently on antibiotics. The pump and catheter were removed on (B)(6) 2024. The patient reported they were trying to drain the fluid and fight the infection with antibiotics.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) provided the device serial numbers. The patient had been admitted to the hospital for intravenous antibiotics and the issue had resolved.